Manufacturer narrative:
The suspect device was returned for evaluation. On visual inspection, a bend was observed at the distal end of the guidewire and the complaint is confirmed. Root cause is unknown. No lot number was provided, so device history record and complaint database reviews were not able to be performed.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
It was reported the tip of the guidewire broke at the start of the procedure inside the patient. No consequence for the patient. No additional details were provided.